Event description:
The customer reported via phone call that he requests assistance with programming the insulin pump. Customer's blood glucose was 537 mg/dl. The customer was treated with an injection of 18 units. Customer was assisted with programming: time/date, basal rates, bolus wizard, fixed prime, meter ID, max bolus, max basal, and transmiter ID. The customer declined troubleshooting for high blood glucose because he was not wearing the device at the time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.